Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed and damage to the atrial lead was identified due to subclavian crush. The atrial lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement of 2701 ohms on the atrial channel. Noise could be reproduced with the lead programmed in bipolar configuration. A review of the stored data identified two signal artifact monitor (sam) stored events causing minute ventilation (mv) to be disabled. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.